Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x12mm trek rx device referenced is being filed under a separate medwatch report #. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified lesion in the distal left anterior descending coronary artery. A 300cm balance middleweight (bmw) guide wire and non-abbott guiding catheter were placed in the patient. A 2.5x12mm trek rx balloon dilatation catheter (bdc) was used in the patient without issue. The bdc was then removed from the patient anatomy and remained on the 300cm bmw guide wire when there was a 30-second pause to take images to visualize the lesion. After the images were taken, the bdc was then attempted to be completely removed from the guide wire; however, the bdc could not be removed. Force was applied; however, the bdc still could not be removed from the guide wire. Both the bdc and guide wire were removed from the patient anatomy as a single unit. There were no complications or reported adverse patient effects. There was a delay in the procedure in order to replace the bdc and continue the procedure; however, the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. Evaluation summary: the device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the noted damages to the balloon dilatation catheter (bunched inner member, stretched outer member) resulted in the reported difficulty to remove the guide wire. Manipulation of the device resulted in the noted bent shaping ribbon. There is no indication of a product quality issue with respect to manufacture, design or labeling.